Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead due to out of range pace impedances. After the switch, there was also fine noise episodes due to unipolar sensing. Further review noted the impedances had previously been stable at 500-600 ohms, but there was one previous spike to 800 ohms in january. The patient was brought in for further evaluation. During isometrics, thresholds were stable and there was no noise observed. The device was reprogrammed and remains in service. The rv lead is a competitor's product. The patient is being monitored. No adverse patient effects were reported.